Manufacturer narrative:
The customer¿s report that the set disconnected and leaked was not confirmed. No anomalies were observed on the set during visual inspection. During functional testing and pressure testing no signs of leaks or disconnections were observed. The root cause was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the maxzero disconnected from the bi-fuse and blood leaked from the PICC line at the disconnection site. A follow up hemoglobin and hematocrit were drawn and the results were normal. There was no report of patient harm.